Event description:
Information was received from a patient implanted with a neuromodulation stimulator (ins) for spinal pain. It was reported that the healthcare provider (hcp) put their ins in wrong. There was no patient symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.